Event description:
It was reported that the user changed ilet supplies in the morning, announced lunch a few hours later, and then experienced sustained hyperglycemia for several hours despite proper supply-change steps and no visible issues with the 23-inch inset infusion set or tubing upon inspection; the user was advised to replace the infusion set, and a follow-up was planned to check blood glucose and collect lot numbers. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with no alarms or alerts and no hospitalization. Investigation included user interview, device use review, and inspection of the infusion set and tubing at home. Investigation of this case revealed no device alarms, no obvious infusion set or tubing defect on visual check, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.